Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was sent down for an air leak and not cooling. They tried to run a calibration and failed for an error 80 for not cooling (bad mixing pump), chiller temperature (t4) was 4.4 degrees, device had 13k hours on it and explained that it was most likely due for the 2000 hour pm, they would order the parts and replace them in biomed. Per sample evaluation results on (B)(6)2025, evidence of seal leaking around the chiller pump to chiller tank. Tank support bolt head sheared off with the remaining bolt left in the tank pem nut. The remaining piece of bolt could not be removed. Blackened connectors from the power inlet module to ac main voltage circuit card connection. Circulation pump to manifold missing clamp. Pt1 connection to isolation circuit card has broken solder joints. Chiller molded tube was replaced due to tearing upon disassembly of the tank. Main harness wiring was found to be routed incorrectly.

Event description:
It was reported that the biomed had the arctic sun device that was sent down for an air leak and not cooling. They tried to run a calibration and failed for an error 80 for not cooling (bad mixing pump), chiller temperature (t4) was 4.4 degrees, device had 13k hours on it and explained that it was most likely due for the 2000 hour pm, they would order the parts and replace them in biomed. Per sample evaluation results on 08jan2025, evidence of seal leaking around the chiller pump to chiller tank. Tank support bolt head sheared off with the remaining bolt left in the tank pem nut. The remaining piece of bolt could not be removed. Blackened connectors from the power inlet module to ac main voltage circuit card connection. Circulation pump to manifold missing clamp. Pt1 connection to isolation circuit card has broken solder joints. Chiller molded tube was replaced due to tearing upon disassembly of the tank. Main harness wiring was found to be routed incorrectly.

Manufacturer narrative:
The reported issue was confirmed. Root cause is covered/investigated under CAPA #1405844. Per CAPA #1405844: the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp crosssections provided. The device was evaluated, and the reported issue was confirmed as it was noted that there were blackened connectors from the power inlet module to ac main voltage circuit card connection. Replaced the ac main voltage circuit card with sn (B)(6) and power inlet module with lot number 2242. The device was put through a post repair functional check during which the device was heated above 30 degrees c, cooled below 6 degrees c, and the bypass flow was verified adjusted to 1800 plus or minus 50 ml per min at 28 degrees c and -7.0 psi. The device was calibrated using ctu ID # 0784. An electrical safety test was performed. A 45 hour burn in was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the complaint is addressed by existing CAPA. Labeling review is not required because labeling could not have prevented this issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.